Manufacturer narrative:
Date sent to the FDA: 2/20/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. (B)(4) submitted for the adverse event which occurred on (B)(6) 2020. (B)(4) submitted for the adverse event which occurred on (B)(6) 2020. (B)(4) submitted for the adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted ¿it had pulled away resulting in a recurrent hernia that was repaired without mesh. He further noted a partial small bowel obstruction caused by adhesions.¿ it was reported that the patient underwent revision surgery on (B)(6) 2020. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patent underwent removal surgery on (B)(6) 2021 during which the surgeon noted ¿the bowel tightly adherent to the mesh and removed both prior implants.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/18/2024 additional information: a2 corrected information: d6a additional b5 narrative: it was reported that the patient underwent repair of incisional hernia on (B)(6) 2016 with proceed mesh implanted. It was reported that the patient underwent repair of recurrent incisional hernia on (B)(6) 2019 with ultrapro mesh. During which the surgeon noted that there was a fascia defect, there was polypropylene mesh from a previous repair, with seemed to be partially intraperitoneal. There were adhesions between a loop of small intestine and the anterior abdominal wall at the hemia defect and to the edge of the mesh. Mwr-(B)(4) submitted for adverse event which occurred on 3/18/2019. Mwr-(B)(4) submitted for adverse event which occurred on 9/5/2019. Mwr-(B)(4) submitted for adverse event which occurred on 5/5/2020. Mwr- (B)(4) submitted for adverse event which occurred on 8/21/2020. Mwr- (B)(4) submitted for adverse event which occurred on 5/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.